Event description:
It was reported that during the implant attempt, the lead would not capture. The lead was repositioned several times, without success. The lead was not used, and another lead was implanted. Another lead was also attempted, but the lead met high resistance when advancing through the sheath, and the patient's heart rate and blood pressure dropped. The patient was treated successfully. The lead was not used, and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the inner tubing was kinked/buckled. The lead appeared to have been stretched and damaged at implant.